Manufacturer narrative:
Results: the complaint for no communication was not confirmed. As received, the ipg was in good condition and communicated with lab equipment. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a lead revision surgery (reference MFR reports: 1627487-2013-02318, 1627487-2013-02319 and 1627487-2013-02320), the physician touched the ipg with the electrocautery unit. No communication could be established using the pt programmer after the incident. The pt's ipg was replaced with a new one. The pt is now receiving effective stimulation.